Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doe: (B)(6) 2020 - (B)(6) 2022: patient continued to have chronic right knee pain, walking difficulty, reduced rom, and swelling after revision. Patient received a right knee ultrasound with aspiration and corticosteroid injection combined with continued physical therapy, which was ineffective. Between (B)(6) 2020 and (B)(6) 2022, the patients pain management physician administered 7 ketamine infusions to treat his right knee chronic regional pain syndrome (crps). The patient also received a right knee genicular nerve radiofrequency ablation (rfa) on (B)(6) 2022. There were no allegations of product defects nor were there any revision surgeries performed. All procedures were administered to treat the patients ongoing chronic pain, swelling, reduced rom, and walking difficulty and will be captured as one event doi: (B)(6) 2019 (tibial tray). (B)(6) 2019 (tibial insert). (B)(6) 2020 (femoral component). Doe: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.